Manufacturer narrative:
D.4. Other lot number includes 3290858 and other expiration date includes 2028-09-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-10-17.

Event description:
Material# 301029, batch #3022763 #3290858. It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "during our internal inspection found 310 syringes that present faded printing." Verbatim: rcc received a complaint via email. Email(s) attached. We have the following issue with the syrenges, 10 ml, luer lock, non-sterile. During our internal inspection found 310 syringes that present faded printing. Afected lot: 3022763, 3290858 expiry: 9-30-2028. We segregate the initial 310 with the faded printing and we have a remaining of (B)(6) units belong to this lot. Total will be 3,724 syrenges. We need this suspicious lot return to you, and medline make the sorting on this.

Event description:
No additional information.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The image shows two loose syringes with one partially visible. One graduation line on each of the syringes is smeared to be blurry. The condition observed is non-conforming per product specification. Potential root cause for the scale markings smeared print defect is associated with the marking process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3290858. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.